Event description:
A female patient's caregiver contacted lifecor customer support to report that one of the patient's battery packs is flashing the battery fault light when plugged into the charger. The other battery pack has half a charge left in it. Support requested the patient perform a download. A review of the downloaded data confirmed the battery pack fault. The suspect battery pack was replaced.